Event description:
On 06/03/2025, it was reported by a sales representative via (B)(4) that an ar-12990n scorpion needle broken when trying to close tissue after a quad harvest. Needle broke in shaft of scorpion and jammed the device and the spring broke. This was discovered during the case. The case was completed successfully using another device with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.